Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that there was no guidance for many patients that had dangerously high concentrations and dangerously high dosing that would like to utilize a safer micro-dosing strategy with on-label drugs. The event date was unknown.